Event description:
It was reported that pump experienced malfunction alarm that did not follow any notable prior events. There was no adverse impact to the customer's blood glucose level. Customer reset pump with guidance from technical support, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction code appeared again, and customer acknowledged and understood these instructions.